Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the left anterior descending (lad) artery with the use of an unspecified device. The 2.80 x16 mm graftmaster was taken to the perforation and deployed at 15 atmosphere (atm), but did not seal the perforation, so a 3.50 x 16 mm graftmaster was implanted, successfully sealing the perforation. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.